Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2017 with the following findings: there was no damage found to the keypad; however, the buttons were unresponsive to presses. The keypad was removed and there was no damage found to the button contacts. The pump was opened and moisture was found internally. Unrelated to the original complaint, the display was dim and discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up arrow and down arrow keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.